Event description:
Same case as MDR #6000093-2006-00769. During a coronary artery drug eluting stenting treatment procedure the stent came loose from the balloon. The physician was treating a lesion located in the right coronary artery (rca). The physician attempted to place a 2.5x20mm taxus express2 drug eluting stent and when pulling the catheter back into the medtronic launcher r4 guide catheter, the stent started to come off the delivery balloon when it was pulled back into the guide catheter. There were no pt complications reported.